Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that while in use on a patient, the device experienced a loss of pressure. Complainant did not indicate adverse effect to the patient.

Manufacturer narrative:
A field service engineer (fse) was dispatched onsite to evaluate the unit. Following guidance from technical support, the alarm board was replaced. The fse conducted a 2k preventive maintenance, fulfilled all necessary calibrations, and successfully carried out circuit and ventilator verification tests. The unit passed all functional assessments and is functioning as per specifications.